Event description:
It was reported, that the generator short circuits in cutting and coagulation but especially in cutting. The issue occurred during the therapeutic transurethral resection procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The laser generator shuts off during cutting/coagulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the generator shuts off during cutting/coagulation mode. The cause of the generator shutting off was not established. Olympus will continue to monitor field performance for this device.